Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07998, 2017865-2020-07999, 2017865-2020-08000. It was reported that patient presented to the emergency room on (B)(6) 2020 with a pacemaker pocket infection. Some leads were also eroded out of the skin. Patient was treated with antibiotics and the entire pacemaker system was explanted on (B)(6) 2020. Patient condition after the procedure was unknown.

Event description:
New information received notes patient was stable after the procedure.